Event description:
The locking bar struts on the stair pro broke in half on both sides while attempting to take a (B)(6) lb patient down a set of stairs. This caused the patient to fall and land on the medic. The patient was not injured as a result of this incident however the medic received medical intervention as a result of a dislocated shoulder.

Event description:
The locking bar struts on the stair pro broke in half on both sides while attempting to take a 353 lb patient down a set of stairs. This caused the patient to fall and land on the medic. The patient was not injured as a result of this incident however the medic received medical intervention as a result of a dislocated shoulder.

Manufacturer narrative:
The device was repaired and returned at the customers request. The customer was notified that the device has past it useful service life and that the device should be removed from service and replaced.

Manufacturer narrative:
Recomended that the device not be repaired and removed from service. The device is outside of it's service life of 7 years.